Event description:
It was reported that there was no lead in the revision kit box. Product was not used with patient. There was no patient harm, injury or death. No action was required as a result of the event. Patient outcome was ok.

Manufacturer narrative:
(B)(4).